Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 model intraocular lens(iol) was partially inserted into patient's right eye and was removed in the same procedure due to bent/ broken haptic. The procedure was completed successfully using backup lens of same model and diopter. This event was observed while inserting lens into patient's eye. The outcome did not significantly interfere with patient's activities of daily life. No further information available.

Manufacturer narrative:
Corrected data: as part of an internal review of our mdrs it was identified that the code 2339 for "delivery issue" was not provided on the initial report submitted therefore, needs to be corrected. The additional medical device problem code is 2339. Field below is updated: section h6: medical device problem code: 2339. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 11/11/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was stuck in an emeraldc30 cartridge. Further inspection revealed trace amounts of viscoelastic residue on the inside of the cartridge and that the lens was torn. The complaint lens was removed from the cartridge, but it came out damaged and with a detached haptic. The lens was cleaned, and presented with a detached haptic, a damaged haptic, and lens damage. The complaint issue haptic damage was confirmed; however, based on fact that the lens was damaged during removal this may be attributed to being stuck in the cartridge, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.